Manufacturer narrative:
The suspect stc lane assembly was returned to tosoh instrument service center (isc) for investigation. A visual inspection revealed no shipping damage. A continuity test was performed and a broken red wire on r9-1 cable was found which confirmed a faulty stc lane.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the issue via the error logs. The fse was able to reproduce the reported event by running mixer in service maintenance. The issue was resolved by replacing the stc lane assembly. The instrument was validated by performing quality control (qc). The qc results passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by the field service engineer. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 error messages states the following: (3061) stc lane mixing failure cause: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is due to failure of stc lane mixer. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported 3061 stc lane mixing failure. Customer indicated that he did not see any obstructions along the lane. The field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting estradiol (e2) and follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.